Event description:
The customer reported encountering error codes 500:320:625:0000 on their colleague volumetric infusion pump, recently returned from baxter after the required fca upgrades. It is not known at the moment when the failure was noted, or if there was any resultant patient injury.

Manufacturer narrative:
Evaluation summary: the device has been requested for evaluation but has not been received. Should the infusion pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.